Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen froze. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer froze. The programmer passed functional testing. It was indicated that multiple external components were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.